Event description:
The incident is described as the end-user fell when the two front legs snapped on walker while the end-user was recovering from hip surgery.

Manufacturer narrative:
(B)(4). The attorney states the end-user died several months after the fall and believes the walker failure and fall could be linked to the end-user death. Emails received from an attorney stating a lawsuit is being filed against invacare.